Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00024, 0001032347-2020-00025, 0001032347-2020-00027. Concomitant medical products: sternalock blu system plate, 4 hole square, part# 73-2622, lot# unk. Sternalock blu system plate, 8 hole x, part# 73-2623, lot# unk. Sternalock blu system screw, cancellous cross-drive locking, part# 73-2412, lot# unk. Sternalock blu system screw, cancellous cross-drive locking, part# 73-2714, lot# unk.

Event description:
It was reported the patient underwent a sternal emergent re-entry due to an unknown reason. The patient was closed with new plates and screws. No additional patient consequences were reported.

Event description:
Information was received that indicated the re-operation was performed due to patient condition and was not in any way related to a device problem. This is not a reportable event.